Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including ipg and scs lead on (B)(6) 2011. The pt was explanted due to weakness in the legs, and epidural hematoma. The system was discarded. It was reported that the physician cut the tip of the lead for shaping. In the physician's opinion, the symptoms are not device related. The next course of action is for the pt to undergo physical therapy. The status of pt has been reported as partially resolved. No further info is available at this time.